Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event involved a plumset 3 clv sites 0.2 fltr 112in ndehp. Towards the end of a patient's infusion through a central line, a leak was reported from the vent above the chamber. The medication involved in the infusion is paclitaxel diluted in normal saline, infused at 265ml/hr and the concentration of the medication is 0.35mg/ml. There was no patient harm and no delay in therapy.